Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had physical damage. Troubleshooting was performed. Customer's blood glucose was 10.3 mmol/l at the time of the incident. It was reported that there was a crack on the reservoir compartment and the ring was missing. The insulin pump was neither bumped, dropped, nor involved in a car accident. It was indicated that a replacement will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Pump received with scratched case, pillowing keypad overlay, keypad overlay texture damage, broken reservoir tube lip and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.